Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a procedure. It was reported that the health care professional stating that the 2 pack needles broke during the procedure being used as usual. There was no delay to the procedure. No impact on patient outcome. No further information received. Additional information was received stating that the reported issue occurred during a spinal fusion procedure. There was only a few minute delay in the case, the time it took to pick up 2 other needles. The instrument did break inside of the patient anatomy and all broken pieces were removed.